Event description:
It was reported there was a patient injury. It was stated there was a shocking or jolting sensation. It was noted the patient had moved a plastic shelf that had only weighed 2 pounds and they felt like the leads had come loose. It was stated it was an intense pain like ¿knives were stabbing their back.¿ it was noted this had occurred 2 weeks prior to report. It was noted the patient did not think the implantable neurostimulator (ins) had flipped. It was stated the patient could not recharge. It was noted they charged it for hours 3 days prior to report and ¿it couldn¿t get anywhere.¿ it was stated that it had worked fine for the first 11 days but for the past 2 weeks prior to report they could not get it to charge.

Manufacturer narrative:
Concomitant product products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).